Event description:
It was reported that during a transfemoral tavr procedure a 26mm sapien valve was deployed in a 50/50 position within the native annulus. It was noted there was native leaflet overhang, but no central regurgitation; however it was noted there was moderate paravalvular leak. The surgical post dilated the valve; however this did not resolve the pvl. It was decided that a second was needed, the second 26mm sapien valve was placed; which resolved the pvl. The patient¿s native annulus measured 24mm in diameter, with moderate native leaflet calcification and moderate aortic root calcification

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case the cause of the paravalvular leak is unknown; however, as reported, the physician felt that there was not good apposition to the native annulus the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.